Event description:
It was reported that a patient underwent a hysterectomy on an unknown date and suture was used to close the vaginal cuff. Following the procedure, the patient complained of pain during intercourse. At about 18 weeks post-op, the physician noted granulation tissue and visible sutures; both were removed. Currently, at 20 weeks post-op, the patient is still complaining of pain with intercourse. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.